Event description:
Follwo up information received identified the reported issued has resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient developed fluid around the scs ipg site. Reportedly, no infection was suspected and the patient planned a visit with his physician to drain the fluid. No further information was available at this time.